Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: in the latter part of procedure after a scrub nurse cleaned the blade and a doctor inserted it into the port, the white proximal part of shaft was about to come off. When the white part was completely detached from the shaft, it broke into two pieces and foreign object came out from inside of it.

Manufacturer narrative:
(B)(4).